Manufacturer narrative:
Company rep evaluated the unit. Corrections included reseated socket chip on spo2 board and repair of cold solder. The unit was calibrated and safety tested to factory specs.

Event description:
Customer reported an issue with the passport 2 monitor, which may have affected spo2 monitoring. No pt injury was reported.